Event description:
Information received with return of the explanted device notes unacceptable thresholds, sensing difficulty, 2500 ohms impedance and apparent crush/lead fracture. The patient was not pacemaker dependent.